Event description:
This microtip never primed and never worked.

Manufacturer narrative:
The unit was not received for evaluation. It is not possible to determine an assignable cause for this issue. Insufficient info for a complete investigation. The DHR for lot 36612-01 was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. (B)(4). No significant trends were observed.